Event description:
It was reported that the surgeon inserted the icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to low vault. The lens was exchanged for a longer length and this resolved the problem.

Manufacturer narrative:
(B)(4).